Event description:
It was reported that during an unknown procedure, the device could not fire. Changed to a new device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Results: damaged slip block assembly, firing knob dislodged, anvil detached missing. The analysis results found that the device was received with the firing mechanism damaged as the firing knob and anvil were detached and the slip block assembly was noted to be damaged. The device was received with no reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. In addition the anvil was received detached and broken. While no conclusion could be reached as to how the damage to the anvil occurred, it is possible that the damaged was due to an improper handling of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.